Event description:
The customer reported an oil mist "haze" in the room. The customer stated one of the employees experienced "runny nose and watery eyes." The employee reported allergies but did not believe it was from the sterrad unit. The employee did not seek medical attention or receive treatment. The asp field service engineer (fse) went to the facility to repair the unit.

Manufacturer narrative:
Runny nose, watery eyes - oil mis: capital equipment, evaluated at customer site. The fse replaced the oil mist filter. This issue has been addressed with a customer letter related to correction and removal.